Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was replaced on (B)(6) 2019 due to the ipg approaching end of service. Patient did not lose stimulation. Stimulation was reportedly restored postoperatively.